Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
S/w version unknown. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. Pump received with blank display due to battery cap failing to make contact due to broken battery tube threads. Pump was unable to do displacement test, sleep current measurements, active current measurements and self test. P-cap locks properly into the reservoir compartment. Pump cut open for visual inspection, no physical or moisture damage noted on the electronic assembly. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, broken battery tube threads, missing display window/cover and minor scratches on lcd window. In summary customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube and broken battery tube threads were noted. Blank display was due to battery cap failing to make contact with the battery tube due to broken battery tube threads. (B)(4).